Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with drainage bag attached. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter balloon was deflated in 2 minute and 44.11 seconds with no issues or cuffing noted. The balloon was dissected to find the inflation notch was completely perforated. This meet specification which states, "verify that the eye punches are complete and notch according to the applicable drawing." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day of placement. Per additional information via email from ibc on (B)(6)2021, there was no visible damage observed to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day of placement. Per additional information via email from ibc on 26ul2021, there was no visible damage observed to the returned sample.